Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de had labeling error. The report is as follows, "customer complained that the barcode on the boxes are marked wrongly, they are not able to scan the products, they have to add the code manually, which is time consuming."

Manufacturer narrative:
Correction: the information was re-evaluated and the complaint does not meet our reporting criteria.

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de had labeling error. The report is as follows, "customer complained that the barcode on the boxes are marked wrongly, they are not able to scan the products, they have to add the code manually, which is time consuming."

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on no sample, the reported defect is not confirmed.

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de had labeling error. The report is as follows, "customer complained that the barcode on the boxes are marked wrongly, they are not able to scan the products, they have to add the code manually, which is time consuming."